Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068-45, lead, implanted: (B)(6) 2003; 7120, competitor lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient experienced a vf (ventricular fibrillation) arrest. The lead was capped and replaced. About six years later during a device changeout, it was noted that the lead cap had a split in it to the point where conductor filars could be pulled from the capped lead. Silicone medical adhesive was put into the cap and applied to the cut end of the lead, with the lead portion remaining in the body. No further patient complications have been reported as a result of this event.